Event description:
It was reported that the patient was in monitor mode with esophageal probe in place running therapy. Nurse pushed meds and the patient temperature (pt) was fluctuated which knock the device back into actively controlling the patient temperature (pt). Medication was finished and patient temperature (pt) has returned to stable, but nurse was unable to enable monitor mode again. Targeted temperature (tt) was 37.5c, patient temperature (pt) was 36c, water temperature (wt) was 11c. Had the nurse stop therapy and restart to reset and get water temperature (wt) was increasing since patient temperature (pt) was 0.5c below the targeted temperature (tt). Confirmed device started warming. Explained that for monitor mode to be enabled in normothermia, the patient temperature (pt) could not be below the targeted temperature (tt) was or it would lock out the option to enable. Nurse adjusts targeted temperature (tt) to 36c and monitor mode start now available. Set upper limit to 37.5c and lower limit to 36c. Monitor mode continued. Encouraged to call back with any questions, concerns or alerts.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
This supplemental MDR is being submitted to capture the investigation details. There were no health consequences or impact to the patient. A review of the risk document was performed for the investigation. The reported event is addressed, and based on this review, the risk is acceptable; therefore, this event is not reportable. The reported issue was inconclusive. The root cause for the reported event could not be determined. Medication was finished and patient temperature (pt) has returned to stable, but nurse was unable to enable monitor mode again. Targeted temperature (tt) was 37.5c, patient temperature (pt) was 36c, water temperature (wt) was 11c. Had the nurse stop therapy and restart to reset and get water temperature (wt) was increasing since patient temperature (pt) was 0.5c below the targeted temperature (tt). Confirmed device started warming. Explained that for monitor mode to be enabled in normothermia, the patient temperature (pt) could not be below the targeted temperature (tt) was or it would lock out the option to enable. Nurse adjusts targeted temperature (tt) to 36c and monitor mode start now available. Set upper limit to 37.5c and lower limit to 36c. Monitor mode continued. Encouraged to call back with any questions, concerns or alerts. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Based on the results of the investigation, no additional actions are needed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was in monitor mode with esophageal probe in place running therapy. Nurse pushed meds and the patient temperature (pt) was fluctuated which knock the device back into actively controlling the patient temperature (pt). Medication was finished and patient temperature (pt) has returned to stable, but nurse was unable to enable monitor mode again. Targeted temperature (tt) was 37.5c, patient temperature (pt) was 36c, water temperature (wt) was 11c. Had the nurse stop therapy and restart to reset and get water temperature (wt) was increasing since patient temperature (pt) was 0.5c below the targeted temperature (tt). Confirmed device started warming. Explained that for monitor mode to be enabled in normothermia, the patient temperature (pt) could not be below the targeted temperature (tt) was or it would lock out the option to enable. Nurse adjusts targeted temperature (tt) to 36c and monitor mode start now available. Set upper limit to 37.5c and lower limit to 36c. Monitor mode continued. Encouraged to call back with any questions, concerns or alerts.